Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received. D4 - UDI # is unknown because all product information is unknown. Section h10 9617594-2025-00295-00, 9617594-2025-00296-00.

Event description:
The event involved unspecified spiros product with unknown item and lot numbers where the customer reported that the device was leaking. There was unknown patient involvement, but harm was not reported as a consequence of this event.

Event description:
Additional information from the customer was received on 13-feb-2025 stating that the product involved is a 30" (76 cm) appx 3.6 ml, admin set w/20 drop in-line drip chamber, chemolock additive port, spiros w/red cap. The majority of the leaks reportedly occurred after the secondary tubing was connected to the primary set. Additionally, the integrated spiros on the secondary chemo set starts leaking as soon as the secondary line is unclamped before the infusion has been started. Although there was patient involvement, there was no report of any human harm associated with the complaint/event. Additional information was again received by the customer on19-feb-2025 stating that there were 2 occurrences for lot number 13890199.

Manufacturer narrative:
The following item was provided by the customer for complaint investigation: -one new list# cl4131, 30" (76 cm) appx 3.6 ml, admin set w/20 drop in-line drip chamber, chemolock additive port, spiros w/red cap; lot# 13890199. The set was leak tested and no leakage identified on the new set. The reported complaint of leakage was not confirmed. The DHR was reviewed and no relevant nonconformities were found that would have led to the reported complaint.